Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the tampon fell apart leaving pieces inside. She experienced headaches and unusual cramping. She found tampon pieces inside of her but is unsure if she removed all tampon pieces.